Manufacturer narrative:
Date of submission (B)(4) 2017 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: a review of the black box showed no evidence of a battery life issue. The battery compartment was cracked above and below the bumper pad. Corrosion was found in the battery compartment. A leak was found in the battery compartment. The battery cap was not returned. A test battery cap was attached to the pump and the pump electrical current draws were within specifications. The pump cover was removed to find no moisture. Unrelated to the original complaint, the display lens was cracked in the gray area.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life with damage) issue. It was alleged that the battery compartment was cracked. The reporter was not able to provide further information during the initial complaint. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.